Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced seizure and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party. No further information was provided and the customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned cap and applicator; no damages were observed. The applicator had been fired correctly. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned sensor patch and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced seizure and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party. No further information was provided and the customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned cap and applicator; no damages were observed. The applicator had been fired correctly. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned sensor patch and no abnormalities were observed. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information has been added to the investigation. Therefore, h10 has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted."

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced seizure and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party. No further information was provided and the customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent impairment associated with this event.